Event description:
Per the clinic, the patient experienced chronic skin inflammation, localized cellulitis and pain around the abutments. Subsequently, the patient was placed under general anesthesia on (B)(6) 2025, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture. It was also reported that the patient underwent minor skin revision using local flaps during the same surgery.